Manufacturer narrative:
The device history record for this lot was reviewed and everything was in order.

Event description:
This is being reported as an adverse event that occurred as part of the FDA 522 order post-market surveillance study. The patient had surgery scheduled to undergo apical vault suspension, cystocele enterocele and rectocele repair. The patient also had a sling (not identified) implanted to treat stress urinary incontinence. One device was implanted on (B)(6) 2014 along with a transobturator sling (not identified) without complications. Following surgery on (B)(6) 2014, the patient experienced urinary retention. The event was assessed as severe, possibly related to the device (not specified) and possibly related to the procedure. No additional information has been provided.